Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "no image" was confirmed. Based on the results of the investigation, due to disconnection in cable unit, the endoscopic image could not be displayed. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the preparation of an unspecified procedure, the camera head had no image. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that during the preparation of an unspecified procedure, the camera head had no image. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.